Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on generator and it was found that the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. No continuous activation occurred during any functional testing. The device was disassembled to inspect internal components. Corrosion was found at the hand activation dome min. This caused the activation issues. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a colonic procedure, the devices became to be activated intermittently or continued to be activated without pressing any buttons. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.